Event description:
Pt came back to hosp ER at about 9pm on 10/6/99. Left dialysis unit about 4:30pm. Hct 11.3 - grossly hemolyzed specimen. Pt was admitted to ICU. On 10/6/99 pre + post dialysis blood drawn. Pt was fine pre dialysis. Post dialysis bun was grossly hemolyzed. Dialysis unit not aware of this until 10/9/99. 10/9/99 pt expired - cause of death: acute mi.